Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 9134798. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To further investigation this incident, two representative samples were returned. The representative samples were inspected and no abnormalities were identified that could have contributed to safety shield activation failure. The samples were functionally tested and they both performed per specification. Based on the investigation results, a manufacturing related cause could not be identified for this incident. H3 other text : see h.10.

Event description:
Material no: 383319; batch no: 9134798. It was reported that after use of the bd saf-t-intima¿ IV catheter safety system as the needle was retracted, the needle was not locking within the safety mechanism allowing for the needle to be exposed. The following information was provided by the initial reporter: the incident did not involve insulin pens ¿ it was a second incident with the saf-t-intima product as per the pir sent on (B)(6). Needle not locking within safety lock mechanism. Safety engineered medical device failure resulted in needle being exposed post use. Nurse stated resistance and difficulty when engaging needle release. "We had the exact same thing happen again this shift with the subcutaneous lock. Exact same lot number. Unfortunately, I have been in back-to-back meetings and did not have a chance to communicate this to staff prior to keep the needle. So it was placed into a sharps container in the room. I have communicated this to staff since to keep the faulty needle and will review in safety huddle next week. " needle not locking within safety lock mechanism. Safety engineered medical device failure resulted in needle being exposed post use. Nurse stated resistance and difficulty when engaging needle release."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 383319 batch no: 9134798. It was reported that after use of the bd saf-t-intima¿ IV catheter safety system as the needle was retracted, the needle was not locking within the safety mechanism allowing for the needle to be exposed. The following information was provided by the initial reporter: the incident did not involve insulin pens ¿ it was a second incident with the saf-t-intima product as per the pir sent friday, december 13th. Needle not locking within safety lock mechanism. Safety engineered medical device failure resulted in needle being exposed post use. Nurse stated resistance and difficulty when engaging needle release. "We had the exact same thing happen again this shift with the subcutaneous lock. Exact same lot number. Unfortunately, I have been in back-to-back meetings and didn¿t have a chance to communicate this to staff prior to keep the needle. So it was placed into a sharps container in the room. I have communicated this to staff since to keep the faulty needle and will review in safety huddle next week. " needle not locking within safety lock mechanism. Safety engineered medical device failure resulted in needle being exposed post use. Nurse stated resistance and difficulty when engaging needle release."